Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them

Event description:
It was reported that during an open surgical procedure, an error occurred during use. The error code was unknown. When the tip of the blade was cleaned, the blade broke off. Since the blade broke off outside the patient, no piece was left inside the patient's body. Another device was used to complete the case. There were no adverse consequences for the patient.